Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: during order picking, it was found that the cover stickers of this product do not always stick properly, leaving the opening to the needle. We have done a spot check in several cartons of the pallet we have. There are about 10 to 20 cups found where the sticker did not stick properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for misplaced label/label lift was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of misplaced label/label lift based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correctional information has been received to better fit the a-code device. Annex a code: a2101.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: during order picking, it was found that the cover stickers of this product do not always stick properly, leaving the opening to the needle. We have done a spot check in several cartons of the pallet we have. There are about 10 to 20 cups found where the sticker did not stick properly.